Event description:
Information received from the field does not address the patient's clinical status but notes that although the base rate was at 70 ppm at implant, the device was pacing and capturing at 52 ppm due to premature battery depletion. The device could not be interrogated, there was no capture and no magnet response.